Event description:
It was reported that on (B)(6) 2013 patient had a CT scan that showed pump/catheter system intact. However, on (B)(6) 2014 a MRI was performed and it was found that the catheter had disconnected (at the 8709 and 8598a connection site - this 8598a was used during revision see MFR report # 3004209178-2013-23421). They are not sure what happened to cause the disconnect. Patient was having uncontrolled pain and that is what prompted the MRI on (B)(6) 2014. It was stated that patient had not had classic withdrawal symptoms this time around. They did the revision as of the date of this report. They replaced the distal segment 28.4 cm for a final catheter volume of 87.7 cm. Hcp wanted to prime the distal end 0.062ml since there was a collection of csf where the disconnect happened and the new distal segment was clear of drug. A priming bolus over 4 mins was programmed. The cap was not aspirated so didnot prime the rest of catheter. It was additionally reported later that the surgeon felt like it became disconnected because it was under too much tension. It was embedded into the subcutaneous tissue on the side with not a lot of slack. The catheter broke off inside the connector from the catheter segment that was added on (B)(6) 2013; also following the last revision patient had continued to have pain and low grade fever. Following this revision patient was doing well; however, his dose was subtherapeutic at this point. Drugs in the pump were stated to be fentanyl 800 mcg/ml and bupivacaine 15mg/ml. Pre-op on 1/6 the dose was 244mcg/day. This was reduced to 122 mcg/day after the catheter was reconnected.

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).